Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and dka on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 69 to 80 mg/dl at the time of the call. The customer was given intravenous insulin to treat the high. The customer used food to treat the current low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had a high of over 800 mg/dl on (B)(6) 2018. The customer got a failed battery test alarm that was resolved. The insulin pump will not be returned for analysis.